Event description:
The device was used during an unspecified procedure. Reportedly, the catheter was difficult to remove and required surgical intervention. The hospital has reported the patient's condition is satisfactory.